Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the touchscreen was working intermittently. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the biomedical engineer (bme) that the touchscreen was working intermittently working-- the bme tried to calibrate the touchscreen, but the issue remained. The rse recommended that the bme should replace the touchscreen and provided the bme with the part number and price of the replacement touchscreen for repair. Per good faith effort (gfe) response, the bme confirmed that the issue was resolved after the touchscreen was replaced and calibrated. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.